Manufacturer narrative:
In 2007, the pt experienced a sudden onset neurological event (behavioral change, aphasia, right sided hemiparesis and hemiataxia) during a stenting procedure. The pt was diagnosed with a transient ischemic attack (tia) and was treated with 2 grams of magnesium. The event occurred immediately after the stent was deployed. An angioguard was also in place when the event occurred. The pt fully recovered by the end of the procedure and was discharged on two days later. Based on the info available, it appears that the problem experienced by the customer may have been caused by pt, procedural, pharmacological and lesion factors and is not related to a product quality issue. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
The patient was enrolled in the study and was treated with a precise stent to the left internal carotid artery. The pt experienced a sudden onset of aphasia, hemiparesis, and hemiataxia on the right side that occurred during catheterization. The pt was diagnosed with a transient ischemic attack (tia) and was treated with 2 grams of magnesium. The angioguard was in place when the event occurred. The event occurred immediately after the stent was deployed. The pt fully recovered at the end of the procedure.